Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose (bg) level was 426 mg/dl; cause of bg level was not clear. Customer administered a manual injection, a bolus via the pump, and performed a supply change in attempt to address bg and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. During troubleshooting with tandem technical support, the customer corrected the time. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.